Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken frame/weld. Tubing torn around weld at bottom of right side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for upper tube weld cracking at the rear upright tube and the lower tube breaking below the weld to the rear upright.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken frame/weld. Tubing torn around weld at bottom of right side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for upper tube weld cracking at the rear upright tube and the lower tube breaking below the weld to the rear upright. Provider states the right side of the chair where the anti tippers go into the closet vertical bar is breaking around the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right side of the chair where the anti tippers go into the closet vertical bar is breaking around the weld.